Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(6), alleging inaccurate results of "9.8 mmol/l" on the subject meter and "7.1 mmol/l" on another meter (freestyle). Both tests were performed within 30 minutes. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.